Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on (B)(6) 2005. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/ extrusion/ protrusion of the mesh); back pain, vaginal pain, groin pain, thigh pain, painful intercourse, inability to have intercourse, offensive vaginal discharge, recurrent incontinence. Nonsurgical treatments: the patient was treated with pain medication: pandeine forte for the treatment of: pain. Treatment duration: monthly.